Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the patient was seeing a power on reset (por) warning message on her patient programmer. The patient first saw she was getting poor communication, but then all she was por. It was noted the patient would have to call a healthcare professional (hcp) or manufacture representative (rep). There were no symptoms reported. It was noted the patient had a por on (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional was that the status of the device was unknown and if located would be sent in. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a power on reset (por) message on her patient programmer, the manufacture representative (rep) cleared it and had told her that her implant battery had lasted a long time so far. There were no symptoms reported. The patient noted the por warning message occurred a couple of months ago. The patient thought the rep was aware in maybe (B)(6) 2017. Additional information from the rep on (B)(6) reported they were not aware of the por message. Additional information from another rep reported the patient recently had her ins replaced by the hcp because it was at end of life. The rep noted they were not aware the patient need their battery changed and had the ¿call physician¿ symbol on her programmer until the date of replacement on (B)(6) 2018. There were no further complications that have been reported as a result of this event.